Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
The device has been explanted. Capsulotomy was performed.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted. Capsulotomy was performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Clarification to d6a - implant date: 2004 (year only received). Laboratory analysis summary: the device related to the reported event of deflation was received on november 19, 2024, with lot number mcghan330cc. Based on the device analysis grid, the assessments of the complaint are: deflation: observed total delamination on the valve assessed as adhesive failure. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.